Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting a loss of capture in the bipolar mode. The ipg was reprogrammed to the unipolar mode.